Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). - the dentist reported that the dental implant had to be removed during its installation surgery due to the fracture of the connection, which, was being used to execute the procedure, into the implant. The implant was being installed in intraoral region 20# and 60 ncm of torque was used.